Event description:
Related manufacturer report number: 2017865-2024-03494. To resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to connect the lead to the device header was not confirmed. As received, a partial lead (only connector portion) was returned for analysis. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector found within specifications.